Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was brought into the ICU with a tracheal intubation from the emergency room at 20:22 on the 20th, and was sedated and restrained according to the doctor¿s instructions. At 4 a.m. On the 21th, the patient was restless and broke free of restraint to pull out the tracheal intubation. The litigant was not at the bedside of the patient and immediately informed the doctor on duty after discovery. The patient was observed, and the vital signs were stable. Reintubation was not performed.